Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer's blood glucose was 155 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.